Event description:
The customer complained of no head function.

Manufacturer narrative:
The tech replaced the extrusion slider, which resolved the issue. The bed is operating normally. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.